Event description:
Information was received regarding a cadd legacy plus pump. It was reported that a "no clamp disposable" message was on the pump display when a 100 ml cassette was attached to the cadd pump. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Other, other text: customer reported that the device was showing no clamp disposable message on the pump. Tamper seals were all intact. No disposable and high pressure alarm messages. Performed visual inspection of the pump, and nda testing. Customer problem was not duplicated regarding the no clamp disposable message. Unable to determine what caused the problem. Replaced downstream sensor as preventive measure.

Event description:
It was reported that device was showing no clamp disposable message on the pump display. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the device was showing no clamp disposable message on the pump. Tamper seals were all intact. No disposable and high pressure alarm messages. Performed visual inspection of the pump, and nda testing. Customer problem was not duplicated regarding the no clamp disposable message. Unable to determine what caused the problem. Replaced downstream sensor as preventive measure.

Event description:
It was reported that device was showing no clamp disposable message on the pump display. No patient injury was reported.